Event description:
It was reported that a patient experienced hives and post-op reaction approximately one month following a shoulder procedure during which bio-absorbable implants were used. The patient is being treated by a dermatologist who requested a device sample for allergy testing. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
The investigation determined the crack might have been caused by syswash solution. The valve body was recommended to be exchanged every 6 months as part of preventative maintenance.

Event description:
The user stated when they removed the water bottle from the analyzer, the cap broke and water leaked out into the analyzer. The user confirmed the valve body was cracked and replaced it. After replacement, she stated the analyzer was running fine with no issues. No patients or operators were harmed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.